Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood. The customer's blood glucose level at the time of the call was 150 mg/dl. The customer did not want assistance in trouble shooting. The customer stated that they changed the sensor and the insulin pump worked as designed. No further assistance needed.